Manufacturer narrative:
Narrative 1.

Event description:
Information was received indicating that a smiths medical pump did not detect air in the tubing while the pump was administering the epidural. In addition, the infusion pocket was still full and the cassette was loose. The flow stop system was not open and the infusion did not pass while the pump was working. There was no reported adverse events.